Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - other text: signal loss was within specification

Event description:
The complaint device was returned for evaluation. The device was not investigated as it functioned within specification. Confirmation of the complaint could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.